Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was contaminated, causing the service code. The root cause for the contaminated connector was ingress of an unknown substance. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing service code 204 (belt/monitor unusable).